Event description:
It was reported that during a pci procedure involving a calcified, 99% stenotic lesion in the left anterior descending (lad) coronary artery, the maverick2 monorail balloon ruptured at 5 atm on the initial inflation. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.